Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawers 2.1 and 2.2 had multiple cubies failed. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 had multiple failed cubies. The field service engineer (fse) reseated the row board connections. The customer was then able to recover the drawers successfully. The fse logged into the hardware test application and ran the final test on auxiliary half-height enhanced drawers 2.1 and 2.2. The final test completed successfully and passed. The system functioned as intended after field service engineer repaired the device.